Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was not receiving stimulation at max amplitude. An sjm representative met with the patient and reprogramming was able to provide stimulation. However; stimulation is now uncomfortable. The patient is also experiencing burning and pain at the lead and anchor sites. The patient reportedly lost a lot of weight and is able to feel the anchor at the incision site. Surgical intervention may be taken to address the issue.